Event description:
The customer reported the system failed to produce fluoroscopy xray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system is being observed by the customer for 24 hours. The system was found to be operating as intended.